Event description:
Reporter indicated a patient had vns lead extrusion on the left side of the neck likely caused by the patient's eczema. The plan of care is to remove the lead and let the patient heal and then reimplant after two months. A surgery date has not been set. All attempts for product information from the implanting hospital have been unsuccessful to date.